Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged resulting in cartridges not sitting flush with the pump and being very difficult to remove. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was reported to have reached 500 mg/dl due to this damage. No additional patient or event information was available.